Event description:
It was reported the patient complained of lightheadedness and there was t-wave oversensing (twos) that resulted in extending the ventricle to ventricle pacing interval. Attempts to change the right ventricular sensing and post ventricular blanking was unsuccessful however the lower rate was reprogrammed and appears to have resolved the oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported the implantable cardioverter defibrillator (ICD) was replaced and returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t, competitor implantable pacing lead, implanted: (B)(6) 2006; 1488t, competitor implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Additional information received indicated the lightheadedness and fatigue continue as well as the t-wave oversensing (twos). Attempts to program around the twos have only been partly successful. The patient is reported to have a large t wave which appears largest in the right ventricular (rv) tip to rv coil polarity. The twos with rv pacing is in the rv tip to rv ring is still frequent with rv tip to rv ring sense polarity. The twos appears to be exacerbated with exercise. Attempts at programming the blanking period has resulted in undesired pacemaker wenkebach block. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.